Manufacturer narrative:
The investigation determined that the customer action of replacing the probe resolved the issue.

Manufacturer narrative:
On the day the event occurred, the customer noted that their sodium patient results were higher than expected and controls for sodium were outside of range. Controls were acceptable for all other assays. The customer also mentioned they had a clotted sample. The affected patient sample was initially tested during this time. The customer changed the sodium electrode, checked tubing, and checked the mix tower. Sodium calibrations passed, but controls continued to be outside of range. The customer prepared fresh sodium controls and these recovered within range, but an error indicating the ise was unstable occurred. The customer determined that a probe tip was broken off on the analyzer and replaced the probe.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with mg magnesium on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The affected sample was repeated on (B)(6) 2020 after the customer replaced the probe. The sample initially resulted with an mg value of 0.88 mg/dl, which repeated as 1.90 mg/dl. The mg reagent lot number and expiration date were requested, but not provided.